Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), b5 describe event or problem ¿ additional information. D9 device available for evaluation - correction. D9 device returned to MFR - additional information. D9 date device returned - additional information. E1 initial reporter zip code - additional. E1 initial reporter postal code - correction. H2 type of follow up - additional information/device evaluation. H3a device evaluated by mfg - additional information. H3b evaluation included - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined.